Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 11, 2023, and october 12, 2023. H11: the actual device and two photos of the sample were received for evaluation. Visual inspection of the photos and returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on the actual, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.